Event description:
It was reported that the adapter is falling out of a smiths medical trach tube, having to be taped in place or changed out to allow for a tighter fit. No adverse patient effects were reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was not completed.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample and one photo was received for evaluation. Visual inspection and dimensional analysis were performed. Per photo received, its not possible to confirm the reported failure mode. Per visual inspection, its not possible confirm the reported failure mode. During dimensional analysis, dimensions were found to be within specifications. The root cause of the reported issue cannot be determined as the reported failure mode could not be confirmed. No action taken was performed; the reported failure mode was not confirmed. No problems or issues were identified during this device history record review.